Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Connectors of the tigerpaw system ii device were engaged partially. A suture was used to complete procedure. There was no bleeding based on this event. There were no patient negative effects.